Event description:
It was reported to medtronic minimed that the customer experienced both hypoglycemia and hyperglycemia. The low blood glucose event occurred in the hospital following a change in medication and resulting dehydration; treatment included glucagon and IV fluids. The high blood glucose event was treated with a bolus and insulin injection. The blood glucose 500 mg/dl. The event involved product(s) mmt-7040ma, mmt-332a, mmt-397a, mmt-1880. Troubleshooting was performed. The customer has been using the insulin pump within 48 hours of both events. The customer reported physical damage to the pump, including a crack on the screen and battery side after dropping the pump from 3 feet onto concrete. The damage did not impact pump functionality, but the serialized device will be replaced per medtronic policy. The customer was instructed to discontinue pump use and revert to backup therapy as per hcp instructions. No further patient complications were reported. No product return is required for mmt-7040ma, mmt-332a, mmt-397a, mmt-1880.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.